Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: strip issues. (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for e-5 error. Daughter is calling on behalf of the customer. Customer re-tried to take blood test and obtained e-5. During the call on (B)(6) 2016, the customer was very sleepy and slightly disorientated; the customer did not want to awake for daughter. Daughter was advised to seek medical attention immediately or to call 911. Daughter asked if customer needed insulin. Customer representative explained that medical advice could not be given and to seek medical attention immediately. In the middle of the conversation, daughter hung up the phone. Three attempts were made to speak with daughter but she did not answer the phone. Customer's daughter did not give any information regarding an address to change out the meter.